Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, after tka surgery had been performed on (B)(6) 2023, the patient experienced an infection. This adverse event was solved by a revision surgery on (B)(6) 2024 in which the lgn cr high flex xlpe sz 5-6 9mm was exchanged. Current health status of patient is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this investigation patient-specific clinical documentation has not been provided; therefore, a clinical root cause for the reported an infection could not be established. The reported adverse event was resolved by performing a revision surgery in which the legion cr high flex xlpe sz 5-6 9mm was exchanged. The impact to the patient beyond the reported infection and the subsequent revision could not be determined since the current health status of the patient is unknown. Should any additional relevant medical information be provided, this case would be re assessed. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that acute post-surgical wound infection and late deep wound sepsis have been identified in possible adverse effects section. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. A review of the sterilization records revealed the batch was sterilized within normal parameters. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include loss of sterility during procedure, post-operative healing issue, injury, patient condition and/or medical history. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Updated results of investigation: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this investigation patient-specific clinical documentation has not been provided; therefore, a clinical root cause for the reported an infection could not be established. The reported adverse event was resolved by performing a revision surgery in which the legion cr high flex xlpe sz 5-6 9mm was exchanged. The impact to the patient beyond the reported infection and the subsequent revision could not be determined since the current health status of the patient is unknown. Should any additional relevant medical information be provided, this case would be re assessed. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that acute post-surgical wound infection and late deep wound sepsis have been identified in possible adverse effects section. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. A review of the sterilization records could not be performed given the absence of the lot number. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include loss of sterility during procedure, post-operative healing issue, injury, patient condition and/or medical history. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.¿